Event description:
Received information stating the customer was unable to continue the fill tubing and went back to the fill step. Reportedly, the customer accidentally gave a 10 unit bolus. The customer's blood glucose level was not impacted.